Manufacturer narrative:
(B)(4). Date sent: 4/25/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an esophagogastrectomy procedure, the surgeon was performing the procedure and fired across the left hepatic artery with the gray reload. The vessel sealed but it had a difficult time opening. Once it was opened, the shaft would not de-articulate back to the straight position. The device fired two times prior to this without incident using grey reloads. Upon further inspection, the metal on the anvil had been warped on the third firing. An competitor device was used to complete the case. There were no adverse consequences for the patient.